Event description:
Arthritis [arthritis], knees swelled tightly [joint swelling], aspirated joint fluid [joint effusion]. Case description: a spontaneous report was rec'd on (B)(6)-2011 from an hcp regarding a (B)(6) female pt with a history of gonarthrosis of the knees, (B)(6), who experienced arthritis characterized by knee swelling and aspiration (effusion) of the knee after starting synvisc. The pt rec'd three injections of synvisc in both the knees on (B)(6)-2011, (B)(6)-2011, and (B)(6)-2011 respectively. On (B)(6)-2011, the pt developed arthritis, and both her knee swelled. On (B)(6)-2011, the pt rec'd a steroid and her knees were aspirated. The aspirated fluid was opaque. The culture test was negative. The c-reactive protein was 1.45 and the white blood cell count increased. On (B)(6)-2011, the c-reactive protein was 0.39. On (B)(6)-2011, the events had alleviated in the pt. In the opinion of the hcp, the event of arthritis was "probably" related to the use of synvisc in the pt.

Manufacturer narrative:
Eval summary: on (B)(4)-2011, add'l info was rec'd in the form of qa results w/o a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.